Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff904sb - caspar distraction pin 14mm via information received from mw 0504140000-2021-8002. According to the complaint description, the pin broke during surgery and remained in situ. Distraction pin sheared when surgeon attempted to remove it from c3. (It sheared without any above average amount of force). A portion of the pin was fully embedded in bone without any potential to cause harm. The piece broke off in the bone. It would not have been safe to remove it. No surgery delay. A fragment reamined in situ. Additional details were not provided. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results:[updated with lot numbers]. Due to lack of the product, an investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale /conclusion and root cause: without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Corrective action: a CAPA is not necessary.